Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Reportedly, the customer "did not know where she was" due to bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. No additional patient or event information was available.